Event description:
Provider alleges while the consumer was crossing the street there was unexpected movement and the consumer was allegedly flung from his chair due to the rear strut.

Manufacturer narrative:
Only the rear strut assembly was returned. The returned part could not be associated with the alleged inadvertant movement.

Manufacturer narrative:
The "date of event" was not provided. The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges while the consumer was crossing the street there was unexpected movement and the consumer was allegedly flung from his chair due to the rear strut.